Manufacturer narrative:
Additional information provided in d.1, d.4, d.10, h.3, h.4, h.6, and h.10. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The aberrometer was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The aberrometer was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned aberrometer was connected to a calibrated hotbed and tested. The aberrometer met specifications related to readings/measurements. The aberrometer was found to meet specifications related to readings/measurements. Thus, the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the intraoperative measured values during surgery were incorrect and different from another system's preoperative values. The surgeon used the intraoperative values and the patient's postoperative refraction turned out to be far sighted and +2.00 diopters than the expected refraction. The surgeon stated should have used the preoperative values. An intraocular lens replacement procedure is scheduled. Additional information received states the patient's intraocular lens was exchanged. The patient was noted to have high blood pressure during surgery. Inverse astigmatism was preoperatively noted but changed to direct astigmatism during surgery. All data with aphakia indicated direct astigmatism. Measurement conditions were good. Data were measured six times with aphakia. Second measurement was used. The system's preoperative data indicated astigmatism but the data during surgery showed no astigmatism.